Manufacturer narrative:
During the initial insertion of the coil delivery systems, no resistance occurred during advancement of the coil through the mc. During insertion, no additional force was utilized to advance or remove the coil/delivery system. No kinks were noted on the mc that may have contributed to the event. During placement of the coils, no resistance occurred during withdrawal for repositioning in the aneurysm, and one to one relationship between the coils & delivery tubes was verified with fluoroscopy prior to repositioning. During the repositioning process, the coil delivery systems were utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, no resistance occurred when the coil was advanced. A constant and dedicated saline source was utilized at all times. A balloon remodeling device was not utilized. An adequate continuous flush was maintained through the mc at all times. After the events with the coils, the same microcatheter was utilized to complete the procedure because the microcatheter was not damaged. Other than the reported event, no other damages were noticed with any other section of the devices, and the coils remained attached to the delivery systems. The patient's condition after the procedure was stable. The aneurysm measured 3 3.1mm, neck was 1.5mm, and the neck to sac ratio was 1.2. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00099 & 1058196-2011-00100. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00099 & 1058196-2011-00100. Additional information will be submitted within 30 days upon receipt.

Event description:
During an embolization procedure of the left pcom aneurysm, after placing the first coil, the second coil orbit mini complex fill2.5x3.5 (637mf2535) was placed at the target site, but the coil stretched. The coil was removed and another orbit helical fill 2x4 coil (637hf0204) was placed at the site, but the coil could not be released although multiple (5/6) attempts were made with the dcs syringe (635002). The coil was removed and the coil was found stretched. Then, another coil and release pump was utilized to complete the procedure. However, the physician thought the first dcs syringe had no problems, because it was able to release the first coil successfully. There was no impact to the patient. Prior to the failure to detach, the syringe was taken past the green zone, position# 3, and the syringe was taken past the red zone. Additionally, prior to the failure to detach, the alternate detachment zone was utilized to detach another coil. During the failure to detach, the alternate detachment zone was utilized. After the failure to detach, the same syringe was not utilized with other products. For both coils, additional torque or manipulation was utilized during the procedure.